Event description:
It was reported that the patient was incoherent and presented to a medical facility. The device reportedly exhibited an abrupt increase in thresholds and did not capture at 7.0 v, 1.0 ms. Lead repositioning was anticipated.